Event description:
Patient had pectus bar and lactosorb pectus stabilizer implanted (B)(6)2008. On (B)(6)2009 patient presented to ER with redness and drainage from right chest wound. Cxr negative, culture sent, given IV does of cleocin and placed on bactrim. On (B)(6)2009 during follow up visit with doctor, noted over right chest incision is raised red area with drainage and fragments of white plastic material removed from wound (dissolving stabilizer). Wound cleaned with betadine and saline and dressed with neosporin. On (B)(6)2009 follow up, wound appears to be less inflamed, continues to extrude small plastic stabilizer fragments. No surrounding cellulitis appreciated. On (B)(6)2009 follow up, still on bactrim and wound draining serous fluid. Over left incision still has small pieces of dissolving stabilizer coming from wound and wound debrided and pieces removed. No spreading infection. On (B)(6)2009 right lateral open incision is improved in appearance with no tenderness or surrounding cellulitis. Two small particles removed, cleansed and dressed with topical abx ointment and sterile gauze.

Manufacturer narrative:
Visual examination of photo taken by doctor's office. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.